Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000752 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and the valve was damaged and kind of pushed into the sheath. During an afib case, there was a problem with the vizigo sheath. The valve was damaged and kind of pushed into the sheath; therefore, it was not possible to insert a catheter. The sheath was replaced with a new one, and the procedure was completed successfully with no adverse patient consequence. Additional information indicated that the hemostatic valve had leakage issue. The hemostasis valve (gasket) dislodged inside the hub but not outside the hub. The brim cap, nor the hub, did not become detached from the sheath.